Event description:
It was reported that the guide pin would not fit guide (for glenosphere prep). Glenoid reamer disengaged many times while reaming.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding difficulty assembling an rsa baseplate centering guide with a pilot wire was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed the device was not returned for inspection. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for inspection. No further investigation for this event is possible at this time. If devices become available, this investigation will be reopened.

Event description:
It was reported that the guide pin would not fit guide (for glenosphere prep). Glenoid reamer disengaged many times while reaming.